Event description:
Customer was admitted to hosp for hypoglycemia. Customer had only been on the pump for a week and still does not understand the functions of the pump very well. Upon checking the priming history, the pump customer stated he primed 21.1 units at 7:45 a.m. And the again 20.8 units at 8:18 a.m. Unable to confirm if customer was disconnected during any of those times, because he is not sure. Customer stated he was disconnected during prime but saw insulin drip out at the end of the tubing. Customer might have gotten about 20-40 units of insulin causing him to go low. Customer was hospitalized with a blood glucose level of 20.